Manufacturer narrative:
(B)(4). Batch # l54n1j. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60t cartridge reload was received partially fired 1/16 and not loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended.

Event description:
It was reported that prior to an unknown procedure, after it was fired, the blade would not come back. The jaws would not open, either. The operator had the blade back by using the reverse button. The operator tried to fire after a reload, but it didn¿t work. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, the jaws opened when the reverse was used to bring the knife back? When the operator tried to fire the reload and it did not work; would the reload not fire? How was the case completed?